Manufacturer narrative:
Concomitant medical products: 5076-65 lead, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post-implant the patient suffered pericardial effusion with suspected right atrial (ra) lead perforation. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.